Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a single incision laparoscopic surgery (sils) ileocecetomy, when stapling the bowel, the handle would not close. Another device was used but did not fire. Another device was used to complete the case. There was no patient injury.